Manufacturer narrative:
Device analysis report attached. This report is submitted on may 24, 2024.

Event description:
Per the clinic, the patient developed a post-operative infection at the incision site. Subsequently, the patient was treated with multiple rounds of oral antibiotics (specific dates and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report. The patient underwent skin revision surgery during the same surgery.

Manufacturer narrative:
This report is submitted on march 22, 2024.